Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the user is claiming the joystick turned on by itself and started to inch forward when she was on a transportation ramp.